Manufacturer narrative:
The actual complaint product was returned for evaluation. Per visual inspection, there is a 0.8cm tear in the paper side pouch of the packaging. The paper around the hole is jagged. A review of the manufacturing process was performed, and the root cause was determined to be operator error during the packaging process. Corrective action has been performed. The device history record for vn534304, was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp- (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that the sterile packaging had a 1cm tear in it. The tear was found prior to use.